Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was245 mg/dl at the time of incident. It also reported that display was flashing. The customer was advised to discontinue the use of pump and revert to back up plan. It was also reported screen goes blank and battery compartment was neither damaged nor corroded. The customer was advised that the pump will need to be replaced. The customer will return insulin pump for analysis.

Manufacturer narrative:
The device was received stuck in blank-flashing white lcd due to cracked lcd controller on electrical board. We were unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to flashing white lcd. We were unable to verify missing segments or partial display due to flashing white lcd. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.